Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited very high thresholds one-day post implant. Reprogramming was performed. Subsequently, the lead was repositioned and remains in use. No patient complications have been reported as a result of this event.